Manufacturer narrative:
Additional information has been requested from the healthcare provider. There has been no response at this time. There is currently insufficient information to determine the root cause of this event. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported that this patient with a 25mm bioprosthetic pericardial mitral valve, implanted for three (3) years and four (4) months, underwent a valve-in-valve procedure due to mitral stenosis and regurgitation. The tmvr was performed with a 26mm transcatheter heart valve. The procedure and patient outcome was reported to be "great." No additional details were provided.

Manufacturer narrative:
The carpentier-edwards pericardial valve has been designed to minimize structural valve deterioration (svd). Excellent durability and low incidence of valve-related complications have been reported in the literature. Despite the low incidence of valve-related complications, it is well known bioprosthetic tissue valves can deteriorate with time and eventually fail. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis and regurgitation in this case were likely impacted by the progression of the patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25 mm pericardial mitral valve underwent a valve-in-valve procedure after an implant duration of approximately three (3) years, four (4) months due to severe mitral stenosis and mitral regurgitation. The tmvr was performed with a 26 mm edwards transcatheter heart valve. The valve was deployed leading to excellent position and hemodynamic results. The transesophageal echo was performed and revealed excellent performance of the valve. The procedure was successful and uncomplicated. The patient was taken to recovery room in stable condition. The patient was deemed stable for discharge on pod #4.